Manufacturer narrative:
Additional information: b5, d9, e4, h3. Correction: date aware, b1, b2, h1, h6 - annex e & annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per additional information, the complaint device was in place for approximately a week and was replaced when the patient returned to the hospital. The patient was not hospitalized nor experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the ultrathane mac-loc locking loop multipurpose drainage catheter hub broke off. The nephrostomy placement procedure was completed successfully and the patient was sent home. On (B)(6) 2024, the patient returned to the facility and the catheter was found to be broken. A photo provided by the customer shows the hub to be detached from the catheter shaft. The complaint device was in place for approximately one week and was replaced when the patient returned to the hospital. The patient was not hospitalized nor experienced any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use (IFU) of the device, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter, lot number unknown was not returned. However, a photo was provided, showing the catheter shaft including the flare separated from the 8.5fr mac-loc adaptor. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device could not be reviewed, as a lot number was not provided by the facility. A sales search to the customer over a three year period was unable to sufficiently narrow down the specific lot number. There were other complaints associated with the lot numbers identified during the search. Cook also reviewed product labeling: cook reviewed the product labeling for the complaint device. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Evidence gathered upon review of the dmr, IFU and provided photo, suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. Given that the patient was at home when the catheter separated from the hub, it is reasonable to suggest that the catheter was inadvertently snagged, although this cannot be confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ultrathane mac-loc locking loop multipurpose drainage catheter hub broke off. The nephrostomy placement procedure was completed successfully and the patient was sent home. On (B)(6) 2024, the patient returned to the facility and the catheter was found to be broken. A photo provided by the customer shows the hub to be detached from the catheter shaft. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event details and patient outcome has been requested but is currently unavailable.